Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that he boluses 12 times a day and had the new pump implanted. The handset/communicator lags for a really long time when he was trying to bolus and he was wondering if the 8835 can be used with the pump he has now. The agent reviewed the 8835 is compatible but may need to have it unpaired from the previous pump by physician. The agent reviewed 91% lag and had the patient clear the data. The patient was then able to connect right away to the pump. While on the call, the patient mentioned he has "gone through a few of the 8835's in the past years." The patient will call bac if he needs further assistance.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory. Product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.